Event description:
Approximately 15 minutes after going on bypass, a blood leak was noticed around the joint at the top of the oxygenator. The leak rapidly became much worse as the joint seemed to be giving way. Bypass was discontinued and the oxygenator was changed-out. Bypass was resumed and the procedure was completed without further incident.